Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2574 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 'the midlines are leaking at the site". Inserted: (B)(6) 2020; removed: (B)(6) 2020; lot number: redw0574; trim: 10; access attempts 1; left cephalic vein diameter 0.39.